Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized seventeen days prior to death for another indication. It was reported the patient was ¿going onto hemodialysis¿ (unknown date). The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log revealed no failure or malfunction that could have caused or contributed to the reported event. A visual inspection was performed with no issues noted. The device passed the power on self-test and a one hour simulated therapy was completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the direct cause of the reported event was undetermined. The device was determined to meet product specifications related to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. It also found that this device was no longer in its original manufacture condition. Should additional relevant information become available, a supplemental report will be submitted.